Manufacturer narrative:
Tw (B)(4) updated section: the device was returned to the factory for evaluation on 02/11/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. A clear piece of material was also returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. Based on the returned condition of the device as well as the returned clear material that was returned, an engineer evaluation was requested. An manufacturing engineering evaluation was conducted. The following is manufacturing engineering's evaluation of the vh-4000 hemopro2 tool (90527943- 01), complaint onetrack # (B)(4), which was returned for the reported failure of "peeled; delaminated; jaw". The complaint was not confirmed. The complaint device did show minimal signs of clinical use. The jaws of the complaint device were inspection under magnification. It was determined through objective evidence that the jaws had not peeled, delaminated, or been damaged in any way. In addition, the piece that had to be retrieved was inspected under magnification. See figure 5. The foreign object in question did not come from the jaws or any part of the tool. Based on the returned condition of the device as well as the manufacturing engineering evaluation, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000446489 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were using the vasoview hemopro 2 to seal and cut tissue and noticed that there was a piece of the jaw missing. The foreign object was visualized in the tunnel during dissection. She cannot say what it was but that it was not native to the leg. She inserted the cannula with the hpii device into the leg to retrieve the piece before carrying on with the procedure. She did not insert the hpii until the cannula had been placed onto the scope. There was some delay with the procedure and the procedure was completed with the same device. They had to look for and remove any pieces from the leg.